Event description:
Patient reported left side "rupture", ¿uncomfortable, with discomfort and pain¿, ¿simple cysts¿, ¿patient experienced overwhelming feeling", "both prostheses with signs of chronic capsulitis". The device has been explanted.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through /psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.